Event description:
Device 2 of 2 . Reference MFR. Report#: 3006705815-2017-01630. Additional information received identified the infection has resolved.

Manufacturer narrative:
Device DHR review summary results: summary final packaging level: final packaging production record for 65-3186 batch # a000043997 showed lot # 6010122-262, 6032525-32 and 6016175-80 were reworked under (B)(4). No nonconformances were recorded. Sterility level: sterility record for sterile lot pra05657 showed no nonconformances recorded. Conclusion: no nonconformances recorded in the batch records reviewed in the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2017-01630. It was reported that the patient has a possible infection at the lead site post-op. An antibiotic infusion was administered and a biopsy performed.